Event description:
It was reported that, when the carrier was removed, much of the silicone adhesive was removed with the carrier and did not remain on the film in four opsite flexifix gentle 10cmx5m. Incident occurred during set up or inspection; therefore, there was no patient involvement.

Manufacturer narrative:
H3, h6: the device intended to be used in treatment was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event. Probable root cause may include a component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the IFU. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review has found other related events, with corrective action implemented related to the reported event. Smith + nephew will continue to monitor for adverse trends.